Event description:
Caller reported that a tandem mobi cartridge alarm occurred during the load process. There was no reported impact to the customer¿s blood glucose level as no information was provided. The issue, confirmed as cartridge alarm 30, happened three times prior to the report, followed by another malfunction identified as malf 24 during the call, leading to the decision to replace the pump. Customer reverted to an alternative method of insulin therapy.